Manufacturer narrative:
The reported lot# 22033032 was not found for the reported catalog# ns515056. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) separated from the syringe and leaked chemotherapy medicine. The following information was provided by the initial reporter: "while mixing chemo today I tried to remove the injector from the protector on the vial after a dose was drawn up. The injector should have stayed attached to the syringe however it stayed on the vial, so the syringe was uncapped and causing drips to splash on the deck in the hood... We did experience a chemo spill on each of these occasions. It was cleaned up appropriately and we continued with compounding. The adverse events were just risk of exposure and delay in dispensing chemo."

Manufacturer narrative:
H6: investigation summary no physical samples that display the reported condition were provided for investigation. Suspected lot 22033032 is not a valid lot code for the reported material, therefore a device history review could not be performed and additional retained sample could not be evaluated. A device history review was performed for suspected lot 2206301, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) separated from the syringe and leaked chemotherapy medicine. The following information was provided by the initial reporter: "while mixing chemo today I tried to remove the injector from the protector on the vial after a dose was drawn up. The injector should have stayed attached to the syringe however it stayed on the vial, so the syringe was uncapped and causing drips to splash on the deck in the hood... We did experience a chemo spill on each of these occasions. It was cleaned up appropriately and we continued with compounding. The adverse events were just risk of exposure and delay in dispensing chemo."